Event description:
On (B)(6) 2013, the physician reported that the handheld was stuck at the tap screen at the initial screen. The physician said that the handheld was not responding to the screen taps. After performing a heard reset, the physician said that the handheld was stuck on the first screen that says to tap the screen (the "alignment screen"). Despite multiple hard resets, they were unable to go past this screen. The physician tried to hold the top and bottom buttons together; however, this had no response as well.

Manufacturer narrative:
.